Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9363943. A similar case study was performed based on same item number, same defect over last four year, four similar case were found. In november, two samples were received. After desinfection, samples were tested and we observed that white luers were unglued. Metallic mandrel was removed from j catheter with difficulty, socks effect were observed. This effect could be induced an unglued white luer due to the force applied on the white luer / metallic mandrel in order to pulled out this part. This effect was may due to a tolerance issue between the length of the mandrel and the length of the stent. Operators have been made aware of this defect in order to be more vigilant during the inspection steps carried out during manufacturing. Based on these investigation quality database was checked and revealed no anomaly in relation with the described defect.

Event description:
According to the available information, the stylet was unable to be disconnected. The catheter broke on two devices.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the stylet was unable to be disconnected. The catheter broke on two devices.